Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Implant date sometime in 2014. Concomitant medical products : 00598004701, stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem extension, 62762163. 00599401592, femoral component option for cemented use only size e right, 62706738. 00598801215, stem extension straight 15mm dia x 30mm length(combined length 75mm), 62561268. 00599404017, articular surface with locking screw "size green/e f 17 mm height", 62724877. 00597206535, all poly patella size 35 mm dia. Standard 9.0 mm thickness, 62735537. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920- 2019- 00710, 0001822565- 2019- 04172, 0002648920- 2019- 00712, 0001822565- 2019- 04173.

Event description:
It was reported patient underwent total knee arthroplasty and subsequently is in need of allergy testing, approximately five years post implantation.